Manufacturer narrative:
The reported event of ¿the lead helix cannot fix the myocardial¿ was not confirmed. As received, a complete lead was returned with the helix found retracted with traces of blood. Visual and x-ray examinations of the lead were normal. The helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. Electrical testing was also normal.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the novel lead was unable to be extended. The lead was also unable to be implanted. The procedure was cancelled. The patient was in stable condition.